Event description:
It was reported that during surgery high impedance was observed and the surgeon opted to not implant the new generator. Further information received noting that the old generator could not be interrogated in pre-op as the battery was completely depleted. A new generator was connected to the old leads and high impedance was observed. All troubleshooting, including pin reinsertion, were exhausted and it was determined that the lead was the factor resulting in high impedance. The surgeon was going to move forward with a full revision but was unsuccessful with placing the new leads so no new devices were implanted. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.